Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 26. On (B)(6) 2025, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.